Manufacturer narrative:
Unit was received with blank flashing white lcd due to crack on lcd controller. Unable to verify missing segments/ partial display due to blank flashing white lcd. Unit was received with cracked retainer, minor scratched display window and scratched case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had display anomaly. The patient¿s blood glucose was 240 mg/dl. Customer reported that last night he stood up and pump wasn¿t hooked up and hit dresser and screen turned white and there was a crack on screen with beeps as well. Customer reported that it beeping and was flashing white as well. Customer disconnected and then put battery back in this morning and it kept flashing white. Customer stated that the insulin pump has been bumped. Customer reported location of damage on the bottom right. Advise the pump will need to be replaced. Advise to discontinue use of the insulin pump and revert to backup plan per healthcare provider's instructions. The insulin pump was returned for analysis.